Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The correction is that the reported device was not returned as reported in the initial submission. The product was not returned. Therefore, the reported event could not be verified. Based on the evaluation, the device malfunction could not be verified. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number was performed for similar events and no complaint about nonconforming products was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown.

Event description:
Doctor reports that the tsvt4b10 implant fractured and was removed. Tooth site # 29 (universal).